Event description:
Consumer was using heating pad and it burned the back of his neck. Testing was done on other units and determined that when the pad is laid on or bent in ways that are recommended against in the instructions for the device that overheating can occur and cause damage/burning of the device.